Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm despite changing the infusion set. The customer's blood glucose was 500 mg/dl. Customer reported the alarm would occur during a bolus delivery. Troubleshooting found insulin was able to exit during a fixed prime. The customer was unable to remove the infusion set and examine for bent cannulas at the time of the call. Customer declined to return the insulin pump for analysis